Manufacturer narrative:
The fiber was returned to the manufacturer for analysis. Analysis found that the fiber was fully functional when connected to known good system. No problem was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: lot number for product ID: 9735552 is 515001013. The laser was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. The returned laser was found to be fully functional with no apparent damage. It passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. Other relevant device(s) are: product ID: 9735552, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the laser generator was replaced. The system then passed the system checkout and was found to be fully functional. The fiber has been received by the manufacturer. However, it is still under analysis at the time of filing. The laser generator has not been received by the manufacturer. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the laser generator kept giving a disconnect error saying that the fiber was not seated fully when it was. The site was able to turn the generator off standby and back on and it would work fine. The procedure was completed with minimal delay and no reported impact to the patient.